Event description:
Stent crimped so loose on the balloon the interventionist was unable to use the stent.

Manufacturer narrative:
The product upon initial inspection was in good condition. The stent upon inspection had 15 degrees curvature end to end. Minor blood staining was noted on the distal end of the stent. The proximal balloon cone was slightly dilated as if it had seen positive pressure. There were also signs of contrast media inside the balloon. The delivery system (the catheter and balloon) was inspected to verify that the product was properly crimped during mfg. When the product is crimped the struts from the stent impart permanent imprints upon the catheter that are a specific depth and shape. When the product was returned the crimp marks were identified which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to mfg. A review of the production lot history data from qc indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.